Event description:
On (B)(6) 2010, patient reported the up and down buttons on the infusion device were not functioning properly. Patient noticed the down button was not functioning 6 months ago and noticed the up button was not functioning on (B)(6) 2010. Patient has used this infusion device for 4.5 years and boluses 8 times per day. Both buttons pop up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.